Event description:
It was reported that a catheter bifurcated prior to use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed biological residue on the sample. A microscopic observation revealed a split, buckling, and plastic deformation at the sheath tip. Biological residue was observed between the sheath and the dilator. The tip of the dilator was unremarkable. While the exact cause of the observed damage could not be determined, possible contributing factors include a steep insertion angle, inadequate skin nick, forceful insertion against resistance, and/or unknown conditions. This complaint will be recorded for future trending and monitoring purposes.